Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to atrial oversensing on the rv lead. Loss of rv capture and lead dislodgement via x-ray were observed. The lead was explanted and replaced without complications. The patient is in stable condition.